Manufacturer narrative:
The pump passed the active current test, sleep current test and self-test. No low battery alarm noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on: battery cycle 22.0 received the low battery alert (104) on (B)(6) 2025 08:33:00 faster than expected at 2.98 days. Battery cycle 4.0 received the low battery alert (104) on (B)(6) 2025 08:01:00 faster than expected at 6.56 days. Battery cycle 2.0 received the low battery alert (104) on (B)(6) 2025 18:33:00 after more than 7 days at 15.42 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump functioning/properly paired to minimed mobile app on a samsung s20 phone. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The p-cap/reservoir does lock properly. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: battery tube threads - cracked and cracked case (battery tube). Unexpected battery power loss and charge/battery lasts less than expected was confirmed. Failed battery test not confirmed. No communication-between pump & mobile app not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an unknown pump error, a battery failure, and a loss of communication between the pump and mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101, mmt-1884. Troubleshooting was partially performed for pump error. The customer was able to successfully clear the alarm, and was able to complete the rewind. The customer was using the correct battery cap for the pump. Troubleshooting was not performed for loss of communication. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for non-physical devices mmt-6101. Mmt-1884 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.